Manufacturer narrative:
Concomitant product(s: a2dr01 ipg, implanted: (B)(6)2017; a 5076-45 lead, implanted: (B)(6)2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported about three weeks after implant there was a report of loss of capture on the patient's right ventricular (rv) lead. Evaluation showed intermittent capture and high pacing thresholds. Reprogramming was performed and the rv lead remains in use. A lead revision was also considered but no action was taken. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.